Event description:
Customer reported that the buttons on the insulin pump became unresponsive. She did not recall any significant events leading to the keypad issues. The blood glucose reading was 413 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.